Event description:
It was reported that this right ventricular (rv) lead showed high thresholds when patient is laying down. Moreover, noise was noted and boston scientific technical services (ts) indicated that the lead appeared to be dislodged. The lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.